Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "product code: 212862100, lot# nw164287 received june 14, 2021. Salesman was contacted though a follow up, due to the product code not matching what was received for (B)(4). Salesman did not respond. Database was searched and could not find a match. Please create a new complaint to accommodate this device. All follow-up should be directed to t-239. Failure: fixation pin stuck in the guide."